Event description:
It was reported that the patient with this pacemaker had a syncopal episode and ventricular loss of capture (loc) was noted on stored episodes. It was noted that no asystole was seen. Additionally, the loc was due to patient being threshold programmed with a fixed output which was the same as the threshold needed by the patient. This pacemaker ventricular threshold was reprogrammed to auto which then regained capture. This patient will continue to be monitored. This pacemaker remains in service. No adverse patient effects were reported.